Event description:
Reporter indicated that pt had passed away. No cause of death was given at the time of the initial report and no autopsy was performed. The pt was found dead in bed. The physician indicated that the death was not related to the ncp system and the ncp system was not explanted. Further follow-up revealed that a death certificate will not be made available to the MFR. Attempts to obtain add'l info have been unsuccessful to date.